Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported implant rupture. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Event description:
Healthcare professional reported, implant rupture. Device has been explanted and replaced with non-allergan device. This relates to the left side.

Manufacturer narrative:
Additional, changed, and/or corrected data: d.9, h.3, h.6, device evaluation: visual analysis of the photographs identified: rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. Refer to ps-qp-onev-115717: covid-19 quality plan - complaint handling. Based on the device analysis grid, the assessments of the complaint are: rupture: no observed openings in the device. Additional observations: red particles: observed in the surface of the device. Deformation observed in the surface of the shel.